Event description:
A report was received from an eye care practitioner that a patient experienced superficial punctate keratitis (spk) associated with use of lens care solution. No medication was required. At follow-up visit, the event was noted as worsening with reduced acuity and spk noted "limbus to limbus." Applied unspecified ointment and prescribed unspecified drops. Follow-up information received from ecp on (B)(6) 2010 indicated that at day 5 office visit improvement noted with bandage lens, less pain and best corrected acuity of 20/25. Initial severe punctate staining, now more central. Vigamox tapered to 1xday and continue lubricating drops. Next follow-up visit noted patient still complaining of "scratchiness and central clouding." No visual acuity information was provided. Request has been made for additional information, however, no further details have been provided.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was powering off during use. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on either (B)(6) 2010. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient tests his blood sugar twice a day and manages his diabetes with oral medication. The patient confirmed that he continued with his usual dose of glyburide (5mg) despite the alleged issue. A day after the alleged issue began, the patient claimed that he felt "weak." It is not known if the patient attempted to test his blood sugar on any meter at the onset of his symptom. On (B)(6) 2010, the patient stated that he went to a doctor's office appointment. The reason for the doctor's appointment is not known. The patient's blood glucose was reportedly tested on the clinic meter and obtained a result of "460 mg/dl." The patient claimed that he was treated with IV glucose to bring his blood sugar down (medication specifics not known). The patient did not provide further information after the IV glucose treatment. During the troubleshooting session, the cca documented that the patient did not report any misuse on the alleged meter. The cca resolved the issue by educating the patient on the meter's behavior and auto-shut off feature. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he was unable to obtain a blood glucose reading on the subject meter due to the reported issue, reportedly developed a symptom suggestive of hypoglycemia, and received acute medical treatment from a health care provider after the alleged meter issue began. However, there is no indication that the subject meter was performing improperly since the alleged issue was resolved with patient training.